Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction identified during the investigation was traced to component failure of the rigid tube, light guide bundle and video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gynecologic laparoscope had a dented rigid tube, chipped light guide bundle and cracked video connector cover. There was no patient involvement.